Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw driver was broken intraoperatively during final set screw tightening.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw driver was broken intraoperatively during final set screw tightening. The surgery was completed using an alternative driver. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Additional information in device manufacture date and evaluation codes: method codes. The driver was not returned so an evaluation could not be performed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Additional information in concomitant medical products.